Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient's pump got infected and had to be removed. Infection symptoms were reported. The event date was noted as (B)(6) 2015. No information was reported regarding when the infection started, what diagnostics were performed, the cause of the infection, or the outcome of this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.